Event description:
Information received indicates the brake is not holding.

Manufacturer narrative:
The technician found the locking mechanisms on all four casters were worn. He replaced the four casters to repair the bed.